Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system had some alerts for increased right atrial (ra) lead impedances which were unable to be viewed on the programmer. Boston scientific technical services (ts) was consulted and stated that the out-of-range (oor) values would show up as blank spaces. The patient will continue to be monitored for now, and no changes were made. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received indicating this device was later explanted and replaced due to routine device change out. No adverse patient effects were reported.